Event description:
The hospital returned a heartstring seal, which was cracked. Follow up attempts did not yield any information regarding how the procedure was completed and if there was any pt effect.

Manufacturer narrative:
Investigation details: the visual inspection shows that the seal cracked and tension spring is completely out of deployment tube. A lhr review cannot be performed because the lot number was not provided by the hosp.